Event description:
It was reported the patient's ipg has been turning off by itself. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The issue was resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.